Event description:
Sorin group received a report of variations in the pt's sodium and potassium levels along with slight hematuria noted during the procedure. Although the heat exchanger and oxygenator module passed leak testing performed by the user prior to use, a communication between the blood compartment and water compartment was suspected as a possible cause by the facility.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report of variations in the pt's sodium and potassium levels along with slight hematuria noted during the procedure. Although the heat exchanger and oxygenator module passed leak testing performed by the user prior to use, a communication between the blood compartment and water compartment was suspected as a possible cause by the facility. It was reported that pt info was confidential and would not be provided. The oxygenator was returned to sorin group USA for eval. During leak testing, the device performed according to specs. No communication between the blood compartment and water compartment was detected. No problems were found with the oxygenator and the alleged problem could not be duplicated. The oxygenator was sent to sorin group (B)(4) for further testing. The investigation is ongoing. A f/u report will be filed when the investigation is complete.